Event description:
I have use super poligrip since 1987 and I have been diagnosed with neuropathy in 2009. Dose: bottom: frequency: x4 daily. Dose: top: frequency: 1 daily. Event abated after use stopped: 1. No. 2. No.